Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who informed philips they put the unit on his simulator, and it was still seeing the same behavior. The customer then took the x3 off the monitor and it still was missing going flatline. They tested the cable and simulator in another room, and it worked fine. The customer isolated the issue to the x3 unit. The customer stated they will use a 3rd party repair company, and they will take responsibility for the service from here now that it is ruled out to the x3 itself. Based on the information available and the testing conducted, the cause of the reported problem was related to the x3 monitor; however, the specific cause on the unit was not known. The reported problem confirmed. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the pulse aux reading goes 5 beats then it flatlines, then continues in a cycle. The device was in use on a patient at the time of the event, there was no adverse event reported.